Event description:
It was reported that the patient had a recent pump replacement and the physician was to see the patient to evaluate a possible infection. The patient had redness and inflammation at the pump pocket. The medication delivered by the device was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had redness around the wound site. It was unknown if a culture had been taken at this time. The patient was receiving effective therapy after the pump replacement. It was later reported that the patient also had drainage at the pump pocket. It was noted that perioperative antibiotics had been used. A culture was obtained from the pump pocket and no organism was found. The patient was given intravenous (IV) and oral antibiotics. The entire device system was explanted. The infection resolved and the patient did not experience any withdrawal.

Manufacturer narrative:
(B)(4).